Manufacturer narrative:
The product was not returned for analysis; therefore, our investigation was limited and the underlying root cause could not be determined. Reference MDR 2029214-2015-05225 / 2029214-2015-05226.

Event description:
Medtronic received report that during the treatment, 3 hyperform balloons were reported not to have been seen under fluoroscopy during the inflation, while in the treating vessel. The balloons were reported to have been inflate /deflate 4 or 5 times but with no visibility from the 1st inflation. The devices were reported to have been prepared as indicated in the instructions for use (IFU). The physician decided to stop the procedure at the 3rd device use, per fear of patient injury. The patient was reported not to have been injured and is well.